Manufacturer narrative:
An osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified slight foreign material and a fracture at the threads, confirming the complaint and reported malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history review was performed and no related nonconformance¿s were noted. Lot was inspected and passed all acceptance criteria by qa. A complaint history search was performed using our complaint handling system and there were 2 additional related complaints for this product lot. These additional complaint describe implant fracture, and are considered similar complaints. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown.

Event description:
It was reported that the implant fractured. The implant subsequently was removed.